Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: a review of the black box showed two boluses were cancelled by the user and a partial delivery alarm was emitted. The rewind, load, and prime steps were performed successfully. The pump was run successfully for 24 hours. A ten unit bolus was successfully delivered and recorded. All the keypad buttons responded appropriately to user input. The reported issue was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue. The reporter alleged that pump has been cancelling boluses. Aside from boluses being cancelled, the reporter stated that the pump delayed notifying that the boluses were cancelled. The reporter alleged that alarms were received approximately 30 minutes after the bolus was cancelled. Patient denied any tactile issues with keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an allegation of the device not working per specifications.